Event description:
It was reported that pump experienced repeated malfunctions with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.